Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a delay in receiving the alert for an asystole alarm from the intellispace event management (iem) system and, as a result, the patient had experienced an adverse event and it was necessary to transfer the patient to the intensive care unit (ICU).

Manufacturer narrative:
A philips technical service specialist spoke with the customer. The tse conducted an investigation of the philips software, and concluded that the iem 11.4 system (eol since december 31,2020 but customer is still using this in production), the philips iem message delivery history logs showed no delay. The investigation found that one alarm message was delivered from unit ¿4-east¿ bed ¿u402¿ to two output devices = 94 .lantronix - led on 4th floor, and 5089633580 verizon (snpp) on iem system log time on (B)(6) 2022@ 21:27:33. The led message was quickly cancelled (by pressing silence button on the monitor or surveillance system) the simple network paging protocol (snpp) message was already delivered to the end device and not able to be cancelled like the led can be cancelled. Investigation is still on going. Once investigation is complete a final report will be sent.

Event description:
It was reported that there was a delay in receiving the alert for an asystole alarm from the intellispace event management (iem) system and, as a result, the patient had experienced an adverse event and it was necessary to transfer the patient to the intensive care unit (ICU). A philips technical service specialist spoke with the customer. The tse conducted an investigation of the philips software, and concluded that the iem 11.4 system (eol since december 31,2020 but customer is still using this in production), the philips iem message delivery history logs showed no delay.